Event description:
Related manufacturer reference number: 2938836-2019-02360. It was reported that when the patient presented in clinic for a follow up, a rise in capture threshold and loss of capture depending on posture changes were observed. The physician suspected lead dislodgement and device anomaly. The lead was explanted and replaced. The device will continue to be monitored. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.